Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that in review of the chest x-ray, the pt's outflow graft bend relief was found to be disengaged. The chest x-ray was specifically performed due to the MFR's field safety correction action notice 2916596-2/14/12-001-c. The pt had no symptoms and has no hemodynamic issues. The pt was returned to the operating room where the outflow graft bend relief was snapped down and secured in place with felt and tie bands above and below the connection.